Manufacturer narrative:
(B)(4). Medwatch report # mw5110690.

Event description:
It was reported the catheter was inserted on (B)(6) 2022 with no complications or challenges. Catheter was functioning properly. On (B)(6) 2022, the nurse discovered the patient in the bathroom with IV tubing still attached to IV pole at bed. There was still slack in the tubing. The catheter dressing was peeling at the edge and the nurse re-enforced the dressing and helping the patient back to bed. The patient complained of pain and the catheter was assessed with no signs of extravasation or irritation. The patient continued to complain of pain and the catheter was later assessed and determined to be fractured. 1.5 cm of the catheter and hub were removed. An ultrasound was performed and showed retained fragment of the catheter in the patient at the insertion site. On (B)(6) 2022, the patient went to interventional radiology to have the remaining portion of the catheter that was retained in the vessel removed. The patient's condition was reported to be fine. There was no delay in therapy as another IV was placed. It was reported the patient had a history of pulling ivs.

Event description:
It was reported the catheter was inserted on (B)(6) 2022 with no complications or challenges. Catheter was functioning properly. On (B)(6) 2022, the nurse discovered the patient in the bathroom with IV tubing still attached to IV pole at bed. There was still slack in the tubing. The catheter dressing was peeling at the edge and the nurse re-enforced the dressing and helping the patient back to bed. The patient complained of pain and the catheter was assessed with no signs of extravasation or irritation. The patient continued to complain of pain and the catheter was later assessed and determined to be fractured. 1.5 cm of the catheter and hub were removed. An ultrasound was performed and showed retained fragment of the catheter in the patient at the insertion site. On (B)(6) 2022, the patient went to interventional radiology to have the remaining portion of the catheter that was retained in the vessel removed. The patient's condition was reported to be fine. There was no delay in therapy as another IV was placed. It was reported the patient had a history of pulling ivs.

Manufacturer narrative:
(B)(4). Medwatch report#: mw5110690. The customer returned four photos for evaluation. The complaint of a catheter cut/torn was able to be confirmed by the third and fourth photo. The customer returned two endurance catheters and a lidstock for evaluation. One catheter showed signs of use and the second catheter did not. Both catheter bodies were separated. The customer confirmed that there was no issue with the second catheter returned was a representative sample and that the damage was related to manual manipulation. Visual inspection of the complaint sample endurance catheter revealed the body was separated towards the proximal end of the catheter body. The separation point was rough and jagged; consistent with undue force being applied. The catheter body was also kinked near the juncture hub and contained a partial separation at the location of the kink. Evidence of stretching was observed on the catheter body. The catheter was separated at 10 mm from the juncture hub. The separated portion of the catheter measured 84 mm (totaling 94 mm, or 3.701"), which is not within specifications of 3.341-3.351" per catheter body drawing. The catheter body is approximately 10 mm too long. Based on the centimeter markings on the catheter body, the catheter appears to have been stretched. This is consistent with the device undergoing undue force. The outer diameter of the catheter body at the separation point measured 0.04215", which is within specifications of 0.041-0.045" per catheter body graphic. The inner diameter of the catheter body at the separation point measured 0.031", which is within specifications of 0.030-0.034" per catheter body graphic. Functional inspection was performed per the instructions for use (IFU). The IFU provided with this kit states, "engage extension line clamp and remove the vent plug from catheter extension line luer hub, attach a 10 ml syringe filled with normal saline for injection, unclamp and check for brisk free-flowing blood return, flush, and reengage extension line clamp." The endurance catheter was connected to a lab inventory water-filled syringe. When the catheter was flushed, water passed through the catheter body and exited out of the point of separation and through the hole in the kink near the juncture hub. No blockages or occlusions were observed. The manufacturing facility has been previously contacted as part of this complaint investigation. It was stated that in-process inspection includes 100% leak testing of molded pieces to verify catheter structural integrity. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. The report of a cut/torn endurance catheter was confirmed through complaint investigation. Visual and microscopic examination revealed that the catheter body was separated approximately 10 mm from the juncture hub. The point of separation was rough and jagged. Additionally, the catheter body was kinked near the juncture hub and contained a cut in the kink. The damage observed was consistent with undue force being applied to the device. The dimensional inspection also revealed that the catheter body was stretched; consistent with undue force being applied. Manufacturing engineering were consulted who stated that this product undergoes in-process inspection which includes 100% leak testing of molded pieces prior to release. Based on the customer report that the defect was observed directly after patient movement, and the appearance of the damage on the returned device, unintentional use error (patient damage) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.